Manufacturer narrative:
The field service engineer (fse) verified the reaction vessels (rvs) were the cause of the wash carousel motion errors and confirmed the new rvs received were functioning properly. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).

Event description:
The customer reported wash carousel motion error entering the not ready state while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. The customer was able to home the reaction vessel (rv) shuttle and rake and then move the incubator belt freely. The customer initialized the instrument to ready mode without any errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter replaced the customer¿s affected lot of reaction vessels with a new lot without the new resin. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.